Manufacturer narrative:
D9/h3: correction: deice problem already known, no evaluation necessary. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console it immediately activated in "cut" mode and gave an error saying to either depress the trigger or check the unit. The trigger was not being pressed as the pencil was sitting in the holster, untouched. The pencil was held away from the field and unplugged. The device was plugged back in again and the same thing occurred. The device was then removed from the field. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure when the e-sep pencil was plugged into the console it immediately activated in "cut" mode and gave an error saying to either depress the trigger or check the unit. The trigger was not being pressed as the pencil was sitting in the holster, untouched. The pencil was held away from the field and unplugged. The device was plugged back in again and the same thing occurred. The device was then removed from the field. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.